Event description:
It was reported on (B)(6) 2015, that a sign fin nail implanted to repair a fracture of the left femur was replaced due to improper placement of the sign fin nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the misalignment is undetermined, the correct technique for implanting the sign fin nail has been provided to the surgeon. The radiographic and a clinical data were reviewed by a sign orthopedic surgeon. The 10mm x 280mm sign fin nail was replaced with a 9mm x 280 sign fin nail. Sign fracture care international will continue to monitor these events as part of our post market activities.